Event description:
It was reported through the results of a clinical trial that seven months and twenty-four days post index procedure using a drug-coated balloon catheter, in the basilic vein, the subject had an adverse event of stop prolonged bleeding during dialysis and stenosis requiring re-intervention. The adverse event resolved. It was further reported that re-intervention was possibly related to the device, procedure and av access circuit. The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method), h11: d4 (unique identifier (UDI) #). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (patient, method). H11: b5, d4 (expiration date, unique identifier (UDI) #), h6 (patient). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that seven months and twenty-four days post an index procedure using a drug-coated balloon catheter, in the basilic vein, the subject twice underwent re-intervention due to prolonged bleeding during and after dialysis. Sometime later the subject underwent re-intervention due to decreased flow. It was further reported that the first adverse event "re-intervention due to prolonged bleeding during dialysis" was not related to device but possibly related to procedure and av access circuit. The second adverse event "re-intervention due to prolonged bleeding after dialysis" was not related to device and procedure; however, was definitely av access circuit. The adverse event ¿re-intervention due to decreased flow¿ was not related to the study device and procedure; however, was definitely related to the av access circuit. Reportedly, re-intervention was performed on the target lesion on basilic vein with initial stenosis of 70% and final residual stenosis of 30% by using standard pta. It was further reported that approximately eleven months and twenty-nine days post an index procedure, the subject underwent av access circuit re-intervention on the target lesion on basilic vein with initial stenosis of 70% and final residual stenosis of 0% by using standard pta. Reportedly, the re-intervention was successful, and the current status of the patient was unknown.

Event description:
It was reported through the results of a clinical trial that seven months and twenty-four days post index procedure using a drug-coated balloon catheter, in the basilic vein, the subject had an adverse event of stop prolonged bleeding during dialysis and stenosis requiring re-intervention. The adverse event resolved. It was further reported that re-intervention was possibly related to the device, procedure and av access circuit. The current status of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.